Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was 171 mg/dl at the time of the incident. The customer reported the center button is depressed and stays stuck down. The customer states this has happened once before and it happened while on a flight. The insulin pump will not be returned for analysis.